Event description:
Two separate epidural catheters placed and unable to be flushed, both connectors replaced but both remained unable to flush even after being removed from the patient. Manufacturer response for epidural catheter connector, b braun (per site reporter). Awaiting response.